Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 626906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2005 to 2007. Concurrent conditions included migraine since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain (lower)"). On an unknown date, the patient experienced headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement of the essure device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 626906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2005 to 2007. Concurrent conditions included migraine since 2003. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain (lower)"). On an unknown date, the patient experienced headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement of the essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- dysmenorrhea (cramping), back pain (lower) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (in may 2013, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.